Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was provided: what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Anvil release button and knife reverse switch (they did not flip the battery and try the knife reverse switch again, or manual override) I believe someone attempted the manual override after the device was brought down. * did the jaws eventually open? Not during the case-it was out of the patient, so they used another psee45a device to finish the case. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracotomy procedure that after firing five or six times that after the device was removed from the patient the device could not be opened to be reloaded. Reverse was attempted with no change. Another like device was used to complete the procedure. There were no adverse consequences for the patient.